Event description:
Report rec'd from abbott international affiliate that states "the customer suspected that the balloon was ruptured". Specific pt info was not available. Report indicates that the catheter was inserted in the pt post coronary artery bypass graft procedure. There was "no balloon complaint reported before the insertion". It was reported that they thought the balloon ruptured because "the continuous cardiac output data disappeared suddenly. This occurred five days after the insertion." There was no report of air embolism. Add'l info was requested, but no further info was available.